Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would not deliver defibrillation energy. The cause of the reported issue was determined to be due to the white energy capacitor wire that was disconnected from the j18 spade connector.